Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors; no trends were identified that would indicate any product related issues. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. An attempt was made to replicate the user complaint utilizing a newly used libre 2 sensor along with an android device with fsll app. No error message was observed. Therefore, no issues were identified with the fs librelink app. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that no message appeared when scanning the adc device with phone application. The customer reported that due to this issue, they eventually developed diabetic ketoacidosis, requiring unspecified treatment from healthcare professional. There were no further details provided. There was no report of death or permanent injury associated with this event.